Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within a radiation sterilized extension set. This was observed while aspirating solution from line prior to connecting during preparation. The needle free connector and extension set was changed. There was no patient involvement. No additional information is available.